Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device will be recalibrated to address the issue.